Manufacturer narrative:
Reference number: (B)(4). Post market vigilance (pmv) led an evaluation of one versastep plus 15mm cann/dilt w/radexpsl opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident was that the cannula was broken and the component disengaged into the cavity and was retrieved. The circular and envelope seals were intact. The cannula was broken at the distal end. A plastic piece was received in a plastic container. The device failed an air leak test. Visual and functional testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the broken cannula. Based on the product analysis, the failure was confirmed to be attributed to the reported event. A review of the current historical complaint data reveals no trend for a device related failure for this condition. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap total hysterectomy, the trocar was introduced normally through the radially expandable sleeve in the infraumbillical midline position. A retrieval device was introduced through the trocar at which time the surgeon noticed a piece had broken off of the distal end of the trocar canula and could not be found. After gross examination the piece could still not be located and they proceeded with the surgery and removal and manual morcellation of the uterus inside the retrieval bag. Following removal of the uterus and retrieval bag, the surgeon closely examined the port site and found the fractured piece lodged in the abdominal muscle. The piece was matched up with the trocar cannula and was a size and shape match, confirming that no material was retained in the patient. There was no patient injury. There was no user involvement or user injury. The patient is dong fine.